Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had to rewind the insulin pump everyday. The customer's blood glucose was unknown. The customer stated that she experienced pain with every insertion event from the needle including burning. The customer stated that the insulin pump would then alarm no delivery afterwards. Nothing further reported.